Event description:
Lab performed psa testing on the dimension rxl and obtained results of 5.6 and 5.7 ng/ml. Sample was tested with an alternate analyzer and produced a result of 1.0 ng/ml. Dade behring received sample and on 1/3/2001 confirmed a lower result, 0.78 ng/ml with an alternate reagent lot formulated to reduce non-specific binding. Concluded that pt sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse pt consequences.